Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report: 3006705815-2017-00897. It was reported the patient was not receiving any pain relief from the scs system on his right side. A company representative met with the patient and a system diagnostics found the patient's right lead showing high impedance. The representative was unable to reprogram the patient's system and recapture effective stimulation therapy. X-ray imaging was taken and showed the lead had migrated. Follow up identified the patient had the lead replaced with a new one. Removed and replaced.